Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacture r representative. It was reported that there was an ¿ins in the box¿ icon on the patient programmer. The patient reported that they could feel that the stimulation was on, was functioning, and had sufficient battery life as verified with the ins recharger. It was mentioned that programming may have been cleared upon using antenna locate and performing a physician mode recharge on (B)(6) 2017. No symptoms or complications related to the ¿ins in the box¿ error were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). The rep reported that they believed the issue was resolved and had no further information.